Event description:
A caller reported a malfunction on their pump, indicating an error marked as "malf 0" and associated with a fault ID of 0x277d. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump using provided instructions, and the malfunction did not recur after the reset. The customer was advised to call back if the issue reappears, which they acknowledged and understood.